Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with low blood glucose levels. The customer states they were at their doctor's office and passed out due to lows. The customer states they did not know what their blood glucose level was. The customer states they were treated with glucose gel until their levels rose to 60mg/dl. The customer was then given juice. The customer was wearing the pump at the time of incident, but the pump is now lost. Troubleshoot was unable to be conducted.